Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has detected right ventricular (rv) lead shock impedance measurements for the past year between 90-120 ohms with a few greater than 125 ohms. A review of the presenting electrocardiograms confirmed there is no evidence of noise. The rv lead is a single coil lead which is known to have higher impedance measurements. Boston scientific technical services (ts) recommended increasing the shock impedance alert limit from 125 to 150, 175 or 200 ohms. No adverse patient effects were reported. The patient will be monitored.